Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead presented to the hospital due to ventricular tachycardia (vt). The device appropriately detected and delivered therapy to convert the rhythm. Review of stored device memory noted steadily increasing ra pacing impedance measurements. An invasive procedure was performed. The device was explanted and replaced and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that ra pacing impedance measurements were 1,161 ohms. Additionally, high threshold measurements were also observed. The lead was observed under fluoroscopy to have perforated through the septum and half way through the left ventricle (lv). The lead was repositioned in the atrium and surgically abandoned.